Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient had been retaining urine and had needed a foley catheter. Caller wanted guidance on confirming the ins is on as well as potentially turning the stimulation up. Agent guided caller through connecting to the ins and the caller as able to do so and by the end of the call the caller had established that the ins was on, the patient was feeling stim at a comfortable level. However, caller did express some frustration with the slowness of connecting to the ins and having general difficulty with connecting to ins--agent unsure if this was related to finding the patient's ins. The product did execute as intended though it did take time; at one point, the caller had to exit the application, restart the communicator and try again.